Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalized due to an infusion set leakage event on (B)(6) 2025 at l-lock. Infusion set was used for few days. Blood glucose level was 715 mg/dl at the time of the event. Patient got treated with intravenous (IV) insulin, and fluids. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) with malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 5398014 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 5398014 was manufactured according to the wi version 62, manufactured in the line li 49, on 29/nov/2022 with a total of (B)(4) units. Gluing tube: the lot 5410481 was manufactured in the machine itl01, on 27/nov/2022 with a total of (B)(4) units. The lot 5410508 was manufactured in the machine itl01, on 27/nov/2022 with a total of (B)(4) units. The lot 5407290 was manufactured in the machine itl01, on 26/oct/2022 with a total of (B)(4)units. The lot 5410509 was manufactured in the machine itl01, on 28/nov/2022 with a total of (B)(4) units. Trending: a query was run in database on 08/jul/2025 against malfunction code evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6009332 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.